Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of device (clip caught on chordae). The reported foreign body in patient were due to the entrapment of device (clip caught on chordae) as the clip was unable to be removed and deployed where it was stuck on one leaflet. The reported unexpected medical intervention was a result of case-specific circumstance as two additional clips were implanted to stabilize the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat mixed mitral regurgitation (tr) with a grade of 4+ and enlarged atrium. A triclip xtw was inserted and was advanced to the right ventricle, the clip caught in chordae and likely the septal leaflet. Troubleshooting was performed but the clip could not be freed and could not grasp both leaflets. Therefore, the clip was deployed where it was stuck on one leaflet. To stabilize the clip, two additional clips were implanted, reducing the tr to a grade of 3. There was no clinically significant delay in the procedure.